Manufacturer narrative:
Batch review performed on 28 november 2019. Lot 173414: 80 items manufactured and released on 21-june-2017. Expiration date: 05.06.2022. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without other similar reported events. Batch review performed on 28 november 2019. Reverse shoulder system 04.01.0178 glenosphere 32xø24.5 lot. 179968 (k170452) lot 179968: 74 items manufactured and released on 18-april-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, 30 items of the same lot have been already sold with one other similar reported event.

Event description:
The patient came in complaining of pain due to a shoulder dislocation 1 month after primary. The surgeon revised the liner and the surgery was completed successfully. New liner: humeral reverse hc liner ø32/+6mm.